Event description:
New information reported stated that on (B)(6) 2015 review of a remote transmission revealed the presence of competitive atrial pacing. No patient symptoms or intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient complained of feeling -bad- when the pulse generator exhibited auto mode switch episodes when the device competitively paced in the atrium. The device was reprogrammed. On (B)(6) the patient complained of feeling like his heart was racing during the device episodes. No additional information was available at this time.